Event description:
Patient presented to the physician with an infection at the neck incision site. Physician prescribed antibiotics.

Event description:
Patient presented to the physician with the stimulation lead blocking the duct of the salivary gland. Physician brought the patient into the or and removed the salivary gland.

Event description:
Patient presented back to the physician with continued infection. Physician brought the patient into the or and removed the entire inspire system.